Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct (cbd) on (B)(6) 2016. According to the complainant, during the procedure, the distal tip detached into the patient and obstructed the cbd. The tip was retrieved with difficulty using forceps. At the time of the tip detaching, the physician had completed stone clearance and was performing additional sweeps to ensure the cbd was clear. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.